Manufacturer narrative:
Initial and final MDR 1921256 - MDR 3003442380-2024-16567 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events during use on date 10-june-2024. The infusion set was in use for 48 hours. Blood glucose level was 170 mg/dl at the time of event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.